Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV and implant creased. Total capsulectomy was performed. Device has been explanted and replaced.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV and implant creased. Total capsulectomy was performed. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on the device. No other observations observed, no further actions are required.